Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the c antigen. Results were satisfactory. Pt sample was returned and tested against vrb120 at both 15 and 40 minute incubations. No reactivity was observed cell 19 at either 15 or 40 minutes. Other c + cells reacted as expected.